Event description:
Event description guidant received information that during the procedure to implant a bi-ventricular system, the patient was suspected to have suffered a pneumothorax during the attempted implant of this lead. Although an x-ray determined that a pneumothorax did not occur, the decision was made to postpone the procedure as the patient's heart failure symptoms were noted to have worsened during the procedure.